Event description:
The customers observed biased results and condition codes on the vitros dt60 analyzer. Biased results could lead to inappropriate physician action. There was no report of pt harm as a result of these events.

Manufacturer narrative:
This semi-annual report covers (ten) malfunction mdrs, covering the period early 2008 to the following six months, as agreed under the modified summary reporting program. Troubleshooting determined these events to be consistent with user-induced slide tracking error. User error was the cause of these events. This report covers malfunctions only and excludes death and serious injury.